Manufacturer narrative:
Product ID: 3093-28, lot# v973754, implanted: (B)(6) 2012, product type: lead; device code (B)(4) not apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. Patient noted the lead was completely explanted. The patient also attached an abdomen MRI screening form. The MRI's indications was [ins] bladder stimulator removed clearance for MRI. The MRI concluded that there was no radiopaque foreign body identified. The remainder of the study is unremarkable. The impression was there was a negative screening. When asked if the back problems, sciatic issue, leg hurting all the way to the foot, irritation when bending forward, unable to move or turn over or walk, and needing to use walking stick been resolved or improved, the patient thought the cause was exercising before the swelling from the surgery was gone. They noted that the swelling lasted for three months rather than four weeks. They also added that the chiropractor treatments helped them get back to walking, but they still have not resumed full exercises; they are a little scared. When asked if the healthcare provider (hcp) will be returning the explanted product to the manufacturing company, the patient said no and the physician's assistant asked and noted "that [it] did not happen ((B)(6) 2019)". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3093-28, lot# v973754, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient cancelled their follow-up appointment. The cause of the "worn out"/dead ins was the battery life being exceeded. A lead x-ray showed that all four leads were below the sacrum with migration of lead suspected.

Manufacturer narrative:
Product ID 3093-28 lot# v973754 serial# implanted: (B)(6)2012 explanted: product type lead ubd: 2016-03-22 UDI: b)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reports today her device was explanted on (B)(6)2019.the patient repeated the previously reported details: ins had moved, therapy has not helped her that much since implanted and she wanted them to remove it. Patient says she told hcp she was not taking 2 pills for bladder. Patient says she is going to stop those pills too and start all over again. Patient reports she has been having back issues since they removed the device, chronic back problems when she tries to exercise and bend forward. Patient explained the explant surgery was on 14-jan and on thursday of that week her back issues started and by friday she could not move. When back issue started there was a sciatic issue. She could not sleep at night because her leg hurt all the way to the foot and she could not move her hips. Then she let it go for like 3 weeks and then started some exercising again and could not walk and could not bend over. She went to a chiropractor thinking she messed things up. She showed the chiropr actor where incisions were, and she was very careful. The chiropractor told her something was not right, patient could not walk, could not turn over on her table, could not get on or off the table without help. The chiropractor told patient to go to her gp who told her to have an MRI. Patient says there is something that is causing irritation when she forward bends. Patient mentioned before her explant surgery she had been doing yoga and balance classes. She had to get her husband's travel walking stick out so that she can get around in the house. Patient says the gp wants to do an MRI for to see if there is something left in there from the device explant that has been irritating her. Patient says she called the surgeon the first time when she was having these problems and she had assumed that maybe she was constipated or something from the surgery, but she got the same problem with not being constipated. The MRI facility cannot give her an MRI until they get a confirmation from the explanting hcp that he removed all the pieces. Patient has been trying to get it from her surgeon and got no answer yet. Patient did not know if they removed everything. Patient says they have 2 incisions and they were planning to take it all out, but she did not know. Patient says she was under anesthesia and even if they told her the info on what they explanted or left in there she would not remember. Patient services reviewed the manufacturer¿s role, reviewed we do not have her medical records to confirm whether all parts were removed. Reviewed if patient cannot get a hold of the surgeon she can have MRI facility or gp do an x-ray to see if any part is still left in there. Patient also asked if any material could leach into your body and this was reviewed. Patient also wants to know if she can go through security/scanning devices if there is any piece left in her and this was reviewed. Patient was redirected to follow up with hcp for the following reason: determine whether any pieces are left in her body after explant.

Manufacturer narrative:
Product ID 3093-28 lot# v973754 serial# implanted: (B)(6)2012 explanted: product type lead ubd: 2016-03-22 UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot#: v973754, implanted: (B)(6) 2012, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins is not working and then further stated the ins was also not placed properly; they need to get their ins replaced. It was then reported that the ins did not give the patient the kind of help that all materials said they would; noted in the beginning. The hcp asked if there were any improvements which the patient said yes because they stopped taking the two bladder pills they use to be on, but the consumer let it go because they thought it would be better; they run to the bathroom. The patient noticed the ins was not placed properly when they saw their hcp who did an x-ray and said it wasn't in the right place; this is why they need to get the ins replaced. The consumer said the hcp said the ins is now "worn out" too. A couple months prior to the initial report, the consumer said the ins was dead and the lead was not implanted in the right place and had moved. As a result of what was reported, the patient was redirected to their hcp. No further patient complications have been reported as a result of this event.